Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during thoracoscopic surgery while cutting and closing the pulmonary vein, halfway thru the firing, the handle could not be pulled and the firing could not be continued. In order to resolve the issue a new product was used to complete the case. There was no patient injury.